Event description:
Appears atrial over sensing may be causing device classified false detection of some at/af episodes. Device appears to be currently functioning as programmed. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).